Event description:
Following a myocardial biopsy on (B)(6) 2011, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery puncture with no calcification. The next day, bleeding was observed from the puncture site. Hemostasis was achieved with manual compression. On (B)(6) 2011, the pt bled from the puncture site again and a pseudoaneurysm was identified. The pt underwent vascular repair surgery. As of (B)(6) 2011, the pt remains hospitalized due to add'l therapy required for heart failure. The puncture site continues to be monitored.

Manufacturer narrative:
The angio-seal may have been from either lot 3413903 or 3417241. The mfg and expiration dates for both lot numbers are the same. The mfg date is 01 june 2011 and the expiration date is 31 may 2012. No product was returned. Review of the device history records confirmed that both possible lots met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudo aneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudo aneurysm may be used after the angio-seal device has been placed.